Event description:
It was reported that the right ventricular threshold has been variable over the last year. The physician decided to replace the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) outer insulation breached; full lead returned and analyzed. Blood was present in/on the helix mechanism.

Event description:
It was reported that the right ventricular threshold has been variable over the last year. The physician decided to replace the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.